Manufacturer narrative:
Section: a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, response had been received with no information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient's left eye due to refractive error. The explanted lens was replaced with the same model lens with 24.5 diopter in a secondary procedure. There was medical/surgical intervention required. No other information is available.